Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stent placement procedure in the duodenum performed on (B)(6), 2009. According to the complainant, during the procedure, the stent would not fully deploy. The stent was reconstrained successfully and removed from the patient. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". This event has been deemed a reportable event based on the investigation results (handle broken).

Manufacturer narrative:
(B)(4): a visual and microscopic examination found the deployment handle had detached from the outer sheath. It was noted that the outer sheath was retracted by approximately 16mm. It was noted that the outer sheath of the delivery system was stretched in appearance and the shaft of the device was kinked. Examination of the deployed stent and the stent holder found no anomalies. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.